Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - updated medical device problem code (removed 3283). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the customer alleged loss of communication issue was captured in separate svns.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to discontinued the use of pump and also alleged for unable to connect a sensor, incorrect date/time on the pump. The customer reported blood glucose value of 600 mg/dl. The customer was taken to emergency room visit and treated with manual injection and IV insulin drip. Symptoms witnessed at the time of admission: tired/weak, increased thirst and dry mouth. The event involved products mmt-1884, mmt-864a and mmt-332a. Troubleshooting was performed for high blood glucose which has been occurring for more than 4 hours. The customer has not used the insulin pump system within 48 hours of the reported event due to due to pump/product issue. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-864a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.